Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. The patient had considerable post-operative pain but was sent home as normal. The patient was re-admitted the next day and had to go into emergency surgery for a serious bowel burn. The patient underwent a surgical resection and a temporary stoma. The patient did recover shortly and has since been discharged. The surgeon opines that the bowel burn was possibly due to a small perforation of the uterus that may have occurred during the thermal ablation procedure.

Manufacturer narrative:
Date sent to the FDA: 04/01/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.